Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2023, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2023. The complainant was unable to provide the lot number. Therefore, the device manufacture and lot expiration dates are unknown. Literature source: journal article: yamaguchi h et al. "Safety of hydrogel spacers for rectal wall protection in patients with prostate cancer: a retrospective analysis of 200 consecutive cases". Int j urol (2023); 30(4): 401-407. Https://doi.org/10.1111/iju.15140 block h6: the device code a1502 is being used to capture the event of gel misplaced non-vascular.

Event description:
Boston scientific corporation became aware of an event through the article "safety of hydrogel spacers for rectal wall protection in patients with prostate cancer: a retrospective analysis of 200 consecutive cases" written by yamaguchi, et al. It was reported that a spaceoar device was used during a spaceoar and fiducials placement procedure performed on an unknown date. All cases underwent hydrogel spacer implantation for proton beam therapy. At the time of diagnosis and before implantation, t3 cases with only anterior prostate capsular invasion on magnetic resonance imaging (MRI) were considered. The transrectal ultrasound (trus) was inserted and 10 ml of the local anesthetic xylocaine was administered under echo guidance. Hydro-dissection was performed in these cases. It was reported that 12 patients presented rectal wall infiltrations. Irradiation was postponed in one of the twelve cases for safety considerations. Despite good faith efforts, no information has been obtained to find out the current patients' conditions.